Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.not returned.

Event description:
Upon receipt of implant sales sheets it was discovered that there was a left hip revision of primary neck and head implants due to unknown reasons. Two dall miles cable and sleeve sets were implanted along with a new neck and head.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Upon receipt of implant sales sheets it was discovered that there was a left hip revision of primary neck and head implants due to unknown reasons. Two dall miles cable and sleeve sets were implanted along with a new neck and head.